Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sore areas under her breasts and on her left side. The patient has psoriasis and the lifevest was rubbing. There was no alleged device malfunction contributing to the irritation. Patient was to discontinue the lifevest by a physician. Follow up indicated that the skin irritation is now better.